Event description:
It was reported that pt underwent knee reconstruction procedure in 2004. Subsequently, the oss bowed im stem component fractured at the morse taper and pt returned to surgery in 2008. During procedure, the tibial bearing was also found fractured proximally-anteriorly.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Review of the device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. Evaluation of returned device found evidence that the bowed stem fractured in bending fatigue. The fracture in the tibial bearing appears to be secondary to the fracture of the bowed stem. Although it cannot be confirmed, it may be possible that the pt hyperextended following the fracture of the bowed stem, which led to the poly bearing to fracture under stress. This report filed on june 10, 2008.